Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch utlra meter had a "power issue." The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests his blood glucose once daily, and he manages his diabetes via oral diabetic pill, diet and exercise. The patient stated that the alleged issue began approximately 2 months prior to contacting the lfs. During that time, the subject meter reportedly would not turn on. At an unspecified time after the reported issue, the patient reportedly experienced symptoms of "feeling high and cloudy vision." The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The patient was not tested on any other meter. During the troubleshooting, it was noted that the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The meter was not downloaded prior to testing. It was noted that the patient was using the expired test strips. However, the issue was resolved after installing the batteries correctly. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after the reported power issue. There is no indication that the meter malfunctioned because the alleged issue was resolved through the troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.